Event description:
The internal rod of the instrument broke during surgery causing some metal chips to fall into the pt's abdominal cavity. All of the metal chips were retrieved by the surgeon.

Manufacturer narrative:
The lot number for the instrument cannot be determined. The distributor provided three lot numbers that may cover the last four devices sent to this customer (826081, 825204, and 818279). These are all recently manufactured lots (2010). However the distributor cannot confirm if any of these devices are from the reported issue since the customer did not provide enough info with the concern. The reported device was not available for eval. A lot number was not provided and a DHR review could not be performed. Without a sample or info to trace the manufacturing records, a complete investigation of the concern cannot be conducted. Likewise, identification of a root cause and the applicable corrective action cannot be achieved. A corrective and preventive action will not be initiated at this time. The customer will be provided with a copy of the dfu, which provides proper care, handling and inspection instructions for the affected code. The customer informed us that the instrument had been discarded. However, if additional info is obtained, the investigation will be re-initiated and a follow-up report will be made.